Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with an afx2 bifurcated stent graft and (2) two afx vela suprarenals. Approximately (6) six months post initial procedure, the patient presented at routine follow-up with a significant clot throughout the graft. The patient is currently in stable condition with a re-intervention pending.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with an afx2 bifurcated stent graft and (2) two afx vela suprarenals. Approximately (6) six months post initial procedure, the patient presented at routine follow-up with a significant clot throughout the graft. The patient is currently in stable condition with a re-intervention pending. Additional information: a clinical assessment determined an indeterminate endoleak was discovered during a review of the 7 month post history and physical dated (B)(6) 2021. The physician elected to do a re-intervention and implanted an afx vela suprarenal and two (2) afx vela infrarenal on (B)(6) 2021. The patient was reported as doing well post-secondary procedure.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records a clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the secondary endovascular procedure event/incident is confirmed. The thrombus within the stent is unconfirmed. This is moderately consistent with the reported adverse events/incidents. The clinical evaluation also shows reasonable evidence to suggest an indeterminate endoleak during a review of the 7-month post history and physical dated (B)(6) 2021. Procedure-related harms, device, user, procedure, or anatomy-relatedness of this complaint could not be determined with the medical records available for review. The final patient status was reported as doing well post-secondary procedure. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2. Corrections: b2: outcomes attributed to adverse events has been updated b5 describe event or problem g4 awareness date h6 evaluation result codes; remove 3233 h6 evaluation conclusion codes; remove 11.